Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Implanted, head has been disposed of.

Event description:
The customer reported that during an orif of the distal radius, a 2.7mm non locking 14mm length screw broke while in situ. It was in the oblong hole of the plate that the screw broke in it was while they surgeons were trying to get the right position of the plate and the head of the screw sheared off while tightening. The rest of the screw is still in the patient for later removal and the head of the screw was disposed of.